Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4).. Device evaluation: according to evaluation description section, the suspect lens was discarded. Since lens is not available, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the customer experienced a "pressure-related surge" with the phaco machine which caused a posterior capsular tear resulting in not enough stability to support the one-piece intraocular lens (iol) after inserted. Hence, the iol was cut out and removed from the eye. The surgeon then inserted a three-piece iol because the sulcus was stable, but the trailing haptic broke off. This three-piece iol was also cut out and removed from the eye. There was incision enlargement and suture required. In the absence of a back-up lens of the same style and power, the patient was left aphakic without a lens implanted. No further information available. This MDR report pertains to the three-piece suspect iol. A separate report has been submitted under the phaco unit report number 3006695864-2020-00320 which captures the reported capsule tear, incision enlargement, and suture.